Manufacturer narrative:
(B)(4). Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) had a problem to close the vessel. There was no reported patient injury. The product was stored as per labeling. The device was opened in a sterile field. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) had a problem to close the vessel. There was no reported patient injury. The product was stored as per labeling. The device was opened in a sterile field. The product was not returned for analysis. A product history record (phr) review of lot f1914401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Neither the phr review, nor the information available suggests that the reported events could be related to the manufacturing process of the device. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) had a problem to close the vessel. There was no reported patient injury. The product was stored as per labeling. The device was opened in a sterile field. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The sealant was exposed outside the shuttle cartridge with no exposure to blood. The advancer tube was observed in its manufactured position. The procedural sheath was not returned. The advancer tube, catheter and shuttle cartridge were inspected for damages that may have contributed to the reported incident. No visual damages or anomalies were observed. The sealant had no exposure to blood which likely indicates device was never inserted into a procedural sheath. (Sealant was never deployed) the condition of the returned device does not match the description of the complaint. Per functional analysis, the shuttle down procedure was simulated. The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A product history record (phr) review of lot f1914401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed during analysis of the returned device. The device was never inserted into a procedural sheath. Thus, the condition of the device does not match the description of the incident. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to insert the device into the procedural sheath, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the device into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.